Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer, reported via phone call that he wanted to check his patient's insulin pump to make sure everything was working. The blood glucose for patient was 392 mg/dl and he was hospitalized with diabetic ketoacidosis. Troubleshooting found that the customer's drive support cap was normal and that there were no air bubbles in reservoir. Troubleshooting continued for high blood glucose testing on pump but everything appeared ok. Basal rate settings were ok and bolus wizard ok also. Troubleshooting advised nurse of bent cannula and outcome of that. Customer was advised to follow up with his doctor's instruction.